Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Resistance with another device can be affected by numerous factors including, but not limited to, patient anatomy, inner/outer diameter relationships, the condition of the associative product, and/or condition of wire coating. The design of low profile products has resulted in minimal clearance between the guide wire and the catheter. In certain circumstances, such as manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level. Coagulation of blood or contrast in the lumen of the catheter can also be a factor in reducing clearance. In this case, the guide wire and the stent delivery system were not returned which could have aided in the evaluation. The lot history record was reviewed. There are no non-conforming material records associated with this lot. A query of the complaint-handling database was performed and there were no other incidents reported for resistance with other device for this lot. Manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid right coronary artery with mild tortuosity and mild calcification. After pre-dilatation was performed, an un-specified stent delivery system (sds) was advanced to the lesion, but could not cross. The wiggle guide wire was then advanced for support; however, resistance was met with the sds, and the stent did not advance past the guide catheter tip. The sds and wiggle guide wire were removed as a single unit, as resistance was noted upon removal. After removal, the guide wire was removed from the sds, and a non-abbott guide wire was used to successfully implant the stent. There were no adverse patient effects reported. No additional information was provided.